Manufacturer narrative:
During a re-operation to replace the poly inserts, the lateral c poly insert would not lock into the tibial tray. The original lateral a poly insert was re-inserted to complete the surgery. The lateral a poly insert is 2 mm thinner than the lateral c poly insert. Review of the device history record indicates that the device was manufactured to specification.

Event description:
During a re-operation to replace the poly inserts, the lateral c poly insert would not lock into the tibial tray. The original lateral a poly insert was re-inserted to complete the surgery. The lateral a poly insert is 2mm thinner than the lateral c poly insert.